Event description:
Medics were monitoring a "non-critical" pt during a transport. After approx 2-3 mins, the monitor screen display became dim and then disappeared. The medics were able to monitor the pt by printing ECG strips. There was no adverse effect on the pt.